Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after realizing the pod was leaking during wear, the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia. The pod was removed when taken to the hospital and the patient was treated with an insulin drip and saline drip. The patient was released the following day and this pod was eventually discarded,